Event description:
The customer reported via phone call that she had excessive no delivery alarms and the battery was only lasting 1 day in the insulin pump. Customer's blood glucose at the time of the incident was over 600 mg/dl. Customer's current blood glucose was over 600 mg/dl. Customer treated with manual injections. Customer had an asthma attack the last 2 nights and felt fine on the phone. Customer declined troubleshooting for high blood glucose. Customer stated that she is going to keep the insulin pump and revert to a back-up plan of manual injections. Customer would like a replacement pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.